Event description:
The customer reported to beckman coulter (bec) that while troubleshooting a vacuum error, they noticed a leak under the red blood cell (rbc) bath on the coulter act diff 2 analyzer. The volume of the leak was reported as one drop and the leak was contained within the instrument. The material safety data sheet (msds) was reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(6) 2013. The fse inspected the instrument and found a leak coming from loose tubing at the bottom of the red blood cell (rbc) bath. The fse replaced the tubing from the rbc drain to the t fitting 4 (ft4) to resolve the leak. The fse indicated that he could not adjust the low vacuum regulator so he replaced the low vacuum regulator to resolve the vacuum errors reported by the customer. The vacuum error was not related to the leak. Failure mode of the leak was related to the loose tubing from the bottom of the rbc bath. Failure mode for the vacuum errors was vacuum regulator not working properly. (B)(4).